Event description:
It was reported that the caller stated the patient was in emergency room for lightheadedness. Pacer was showing intermittent v capture and impedance was high. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.